Event description:
Customer reported issues with the insulin pump. Customer states that the key pad is not responding. Customer also states that there is fluid which is visible in the battery. Furthermore, some fluid came out of the reservoir compartment. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.